Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room following a syncopal episode. Fluoroscopy was performed and revealed right ventricular (rv) lead dislodgement. The physician suspects the rv lead dislodgement resulted in syncope due to suspected oversensing of noise resulting in pacing inhibition. The event was resolved by explanting and replacing the rv lead. The patient experienced no consequences.